Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient experienced vomiting and frequent urination and then she lost consciousness at home. An ambulance was called, and the patient was taken to the hospital. The patient was diagnosed with diabetic ketoacidosis and treated with insulin and saline (by the ambulance and at the hospital). At an unspecified time of the event the cgm was reading 2.7 mmol/l and the blood glucose reading was 20 mmol/l. No other details were documented. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient experienced vomiting, dehydration and frequent urination and then she lost consciousness at home. An ambulance was called, and the patient was taken to the hospital. The patient was diagnosed with diabetic ketoacidosis and treated with insulin and saline (by the ambulance and at the hospital). At an unspecified time of the event the cgm was reading 2.7 mmol/l and the blood glucose reading was 20 mmol/l. No other details were documented. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - correction/additional information h6 codes: health effect - clinical code - correction/additional information h10: corrected data.